Event description:
At approximately 12:00 am the caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 367 mg/dl (aviva) and 113 mg/dl (hospital's meter). At approximately 4:00 am the customer reportedly received the following results on an aviva meter, compared to a lab result, within 10 minutes: 467 mg/dl (aviva) and 169 mg/dl (lab). Return of the suspect device was requested for evaluation.